Event description:
Customer states back to back readings on suspect device were 251 mg/dl and hi (>600 mg/dl) and then 454 mg/dl. The customer did not seek or need treatment based upon results and stated his insulin dosage is not based on meter readings. Return requested and replacement was sent.